Event description:
Additional information was received that the handheld was reset and worked for a while; however, now it is still freezing again and not working.

Event description:
On (B)(6) 2013, it was reported that the programming system was performing slowly and not working right. The nurse turned on the handheld and she noted it was at the "interrogation successful" screen. At that time a hard reset was performed, which resolved the screen freeze at that time. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
.

Manufacturer narrative:
This information was inadvertently left off of supplemental MFR. Report #1.

Manufacturer narrative:
Device available for evaluation, corrected data: the previously submitted MDR inadvertently did not include that the device was returned for evaluation on (B)(4) 2014.

Event description:
An analysis was performed on the returned handheld and software flashcard and the alleged screen freeze complaint is a known issue that has been previously evaluated and addressed. The most probable cause is an anomaly in the interface between the microsoft provided software and the dell hardware which results in the operating system¿s inability to locate specific memory directories within the file system. No other issues were observed with either the handheld, flashcard, or software. Other than the above mentioned observations, the handheld, flashcard, and software performed according to functional specifications.